Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient had a return of pain in the lower spine and radiating down the legs three months post-operatively. Additional pain medication did not improve the patient's symptoms. A follow-up radiological study showed findings consistent with pseudoarthrosis, segmental vertebral instability, and cage displacement at the surgical site (l4/l5 segment). Additionally, an anchoring plate was fractured. A revision surgery was performed to add a two-level posterior mis screw construct to l4/l5. The implant will not be removed, and the patient is now doing well and without pain. This is report one of two for this event.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. A review of the DHR was conducted and found no indications of manufacturing issues. The device was not returned, however x-ray images were provided which show that an anchoring plate has fractured. This event likely cannot be attributed to manufacturing or design related issues. The complaint is confirmed for roi-a anchoring plate for the failure of fracture post-op requiring revision surgery. A definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3004788213-2025-00064.

Event description:
It was reported that a patient had a return of pain in the lower spine and radiating down the legs three months post-operatively. Additional pain medication did not improve the patient's symptoms. A follow-up radiological study showed findings consistent with pseudoarthrosis, segmental vertebral instability, and cage displacement at the surgical site (l4/l5 segment). Additionally, an anchoring plate was fractured. A revision surgery was performed to add a two-level posterior mis screw construct to l4/l5. The implant will not be removed, and the patient is now doing well and without pain. This is report one of two for this event.